Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. During the revision procedure it was reported there was a drop in rate which resulted in the patient needed to be externally shocked. The physician elected to use the device as a temporary pacer until a replacement device could be placed. This is considered off label use.